Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was hospitalized after receiving inappropriate high voltage therapy due to oversensing on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed no anomalies. The rv lead was capped and replaced, and the patient's condition was stable following the procedure.